Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain. In (B)(6) 2010, the patient presented with silent ischemia and non st-elevation myocardial infarction ((kilip classification 1). Cardiac catheterization was recommended. The lesion being treated was located in the 1st right posterolateral branch (rpl1) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilation and placement of a 2.25x28mm taxus liberte stent, with 0 % residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted for chest pain with unknown etiology. The event was considered as resolved without residual effects and the patient was discharged. No additional information is available at this time.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).